Event description:
Same case as MFR's report # 6000130-2005-00295. It was reported that during a ptcra treatment procedure, the rotalink plus 1.25 mm device fractured and became lodged in the coronary artery requiring surgical intervention for removal. This was an urgent case, as the pt had already exhibited asystole upon arrival to the hosp. However, a rhythm was recovered after defibrillation. The pt demonstrated lesion in both the right coronary and the left anterior descending coronary arteries. The physician planned to send the pt for emergent CABG, but bypass was not available. Therefore the planned ptcra of the rca first, then planned to treat the lad after the pt had recovered. The physician placed universal guidewire and a maverick otw 1.5/20 mm balloon in the calcified, 99% stenotic lesion. He changed the universal guidewire for the rotawire floppy and inserted the rotaburr 1.25 mm. Six passes of 8 seconds each were made from 200,000 to 220,000 rpms each. He then discovered that the rotaburr and rotawire were left in the distal portion of the rca. The fractured portions were extracted during CABG surgery. The pt's current status is reported as 'good'. The doctor stated that due to the right angle bend in the proximal rca, and the hard calcification of the lesion, the wire may have been exposed to excessive stress.